Event description:
It was reported that the user experienced prolonged hyperglycemia while using the ilet, with glucose rising above 180 mg/dl late morning and peaking at 393 mg/dl for about 10 hours despite automated corrections; insulin was depleted, and the user changed to a new infusion site and supplies, after which glucose returned to range, with no observed leakage or cannula damage. Customer care agent provided troubleshooting with the user and coordination with the care team, and shipment of alternate infusion set samples for evaluation due to suspected absorption issues with the current inset (6 mm, 23 in). Investigation of this case revealed hyperglycemia with out-of-drug condition and suspected site absorption issue; device alerts functioned as expected and the issue resolved after site and supply change. Symptoms included thirst, frequent urination, and headache associated with hyperglycemia. Outcomes included no need for outside assistance and no medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.